Manufacturer narrative:
This report is being submitted prior to receiving the fiber back from the user and is based on info provided to us by them. (B)(4).

Event description:
As reported to laser peripherals by attending physician - "during the firing of the laser portion of the procedure, the laser fiver broke in the pt's rgsv approx mid thigh, a cutdown procedure was performed to retrieve the laser fiver and we were unsuccessful, he was sent to ER and subsequently saw a vascular surgeon at (B)(6) who was able to retrieve the fiber. Pt doing well now."